Event description:
It was reported to technical services on 11/15/12 that this lv lead has high thresholds. Through troubleshooting found that the lvs marker is lining up with the p-wave. Sensing has changed dramatically from 25mv to 5mv and thresholds have risen. Discussed getting a cxr to verify IV lead placement might be picking up atrial activity. Discussed if lv lead is pacing lv then they could for the time being turn off lv sensing which will promote biv pacing. They are working with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).